Manufacturer narrative:
B3-date of event estimated. D4: the UDI number is not known as the part and lot number were not provided. The manufacturing and expiration dates are not known as the lot number was not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported entrapment of the device and guide wire separation appears to be related to operational circumstances of the procedure. In this case, based on the reported information, during the procedure the guide wire became stuck on the non-abbott stent. Manipulation against resistance in attempts to remove the guide wire ultimately resulted in the guide wire separation. Additionally, the treatment appears to be related to the operational context of the procedure as the procedure was stopped and an emergency bypass grafting was planned. An arteriotomy was performed and the stent and the separated part of the guide wire were removed. A saphenous venous graft to the posterior interventricular artery was accomplished. The patient was discharged from the hospital after 8 days. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Date of event estimated. The UDI number is not known as the part and lot number were not provided. The manufacturing and expiration dates are not known as the lot number was not provided. The device is not returning. A follow-up report will be submitted with all additional relevant information. Literature attachment. Article title: surgical rescue of guidewire in-stent entrapment during coronary angioplasty.

Event description:
It was reported through a research article that a bmw universal ii guide wire was used for the percutaneous intervention of the severely stenosed right coronary artery. During the procedure, the guide wire stuck into the non-abbott stent and was not possible to move. The guide wire was attempted to be removed using a 1.2 x 20 mm trek balloon. During a traction maneuver, the guide wire separated in the brachiocephalic artery; a segment was stuck into the stent structure while the other part was free in the aorta. The procedure was stopped and an emergency coronary artery bypass grafting was planned. An arteriotomy was performed and the stent and the separated part of the guide wire were removed. A saphenous venous graft to the posterior interventricular artery was accomplished. The patient was discharged from the hospital after 8 days. Details are listed in the attached article titled, "surgical rescue of guidewire in-stent entrapment during coronary angioplasty".